Event description:
Patient reported experiencing concern while attempting to change the insulin cartridge of the infusion device. Patient stated the device gave an e8 (power interrupt) error message but he can't deactivate it because the confirmation key does not respond to commands. Patient reported he attempted to insert a new battery but after the infusion device's initial test the e8 alarm remains and the problem with the confirmation key does too. Patient stated he was on the beach so there is a possibility that some sea water or humidity came in the device. Patient reported the plastic part of all the keys is very worn. Patient stated he has experienced no elevated blood glucose level. Patient switched to the backup infusion device. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroy the functionality of the buttons and the pump electronics. The down button is permanent active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt,because of the permanent activated down button the other buttons do not respond to commands. The problem mentioned by the customer is related to careless handling of the product.